Event description:
It was reported that twenty-one (21) minicaps were improperly sealed. This was observed before use of the devices for peritoneal dialysis therapy. The sealing issue was further described as ¿pouch was crimped and folding¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: (B)(4) samples were received for evaluation. A visual inspection with the naked eye noted the pouches presented creases in the seal located at the top and bottom of the pouches. A functional test was performed on all (B)(4) samples where (B)(4) failures occurred. The reported condition was verified. The cause of the condition was related to a timing issue/sequencing logic issue on the pouch sealing machine during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.